Manufacturer narrative:
Concomitant medical products: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70cm 4x8surgical lead. Model#: sc-4316, lot#: 19936177, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing infection which caused redness and discharge at the thoracic incision. The physician was unsure if the infection was device related. The physician also did not suspect anything from the previous procedure that would have contributed to the infection. Antibiotics were prescribed. The patient underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. Sc-8336-70 (sn (B)(4)) device evaluation indicated that the lead was cleanly cut, and the proximal tails were not returned. One of the electrodes (e#8) was detached from the paddle without breaking off from the assigned cable. Damage to the lead was a result of a typical explant procedure and it was not considered a failure. Sc-4316 (ln 19936177) device evaluation indicated that the device passed the test performed and revealed no anomalies. A review of the manufacturing documentation for the ipg, lead and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing infection which caused redness and discharge at the thoracic incision. The physician was unsure if the infection was device related. The physician also did not suspect anything from the previous procedure that would have contributed to the infection. Antibiotics were prescribed. The patient underwent an explant procedure. The patient was doing well postoperatively.